Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was unconfirmed; the unit did not shut down until the battery reached 0%. The unit was charged to 100%, unplugged, and ran down to 0% battery life. The unit ran for 2 1/2 hours until it shut off at 0%. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - machine is shutting down in middle of procedures.